Event description:
Procedure type: ladg - lap asstd. Distal. According to the reporter: during surgery, the tip of port broke and the broken piece fell into the cavity. It was not retrieved. No tissue damage. Extended or time: unknown. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 03/30/2009.